Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. On (B)(6) 2026 the patient called to request a replacement for her wearable due to an issue the patient experienced. The patient mentioned that she was recently hospitalized, but the patient was unsure if the hospitalization was related to her dexcom device. The patient stated that she was having a stomach issue, and diabetes issues. While the patient was wearing the wearable, there were no readings showing on both the cgm and the insulin pump. She received a message on her pump that said ¿missing sensor values.¿ on the dexcom, she stated there was simply no reading, but the patient could not recall the exact error message. She mentioned that at one point, she saw a blood glucose reading of 110 mg/dl. The patient did not perform a fingerstick test during this time. The patient does not remember the full details of what happened next. The patient only knows that her daughter called an ambulance because the patient became completely blank and passed out. The patient said she has no memory of that event. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.